Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The acoustic lens was peeling was due to physical stress by dropping/shock on the hard object, and chemical stress from process of cleaning, sterilization. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrovideoscope channel had a pinhole. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable events were found foreign objects attached to the forceps channel, the distal end had foreign objects, and the acoustic lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the device evaluation found the following: due to a pinhole on the channel tube, water tightness was lost, due to peeling of acoustic lens the displayed ultrasound image was defective, due to damaged switch 3 did not work, connecting tube had a scratch, objective lens had a scratch, switch 3 had a scratch, ultrasonic transducer had corrosion, plate had corrosion due to water leakage, suction connector had corrosion due to water leakage, control unit had corrosion due to water leakage, adhesive on bending section had a chip, adhesive on bending section cover was detached, due to wear of angle wire the play of upward/downward angulation control knob was out of the standard value, due to damage on channel tube, forceps could be inserted, due to wear of angle wire, bending angle in up direction did not meet the standard value. The customer cleaned, disinfected, and sterilized the distal end of the device before sending it to olympus. The customer observed substances inside the endoscope. There were no abnormalities in the accessories used for reprocessing. The customer presoaked the endoscope in the detergent solution. The customer wiped/brushed the distal end with clean, lint-free cloths, brushes, or sponges. The customer cleaned, disinfected, and sterilized the forceps elevator of the device before sending it to olympus. There was blood observed on the forceps elevator of the device. The customer did not raise and lower the forceps elevator three times by turning the elevator control lever during the immersion and the aspiration. There were abnormalities in the accessories used for reprocessing. The customer did not pre-soak the endoscope in the detergent solution. The customer did brush the forceps elevator. The customer flushed detergent solution around the forceps elevator. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.